Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that following a intraocular lens (iol) implantation procedure, the iol rotated. Iol rotation was performed and then rotated again a "few days" later. Iol rotation was performed and the lens rotated again for a third time. The iol was exchanged for the same model and power and the patient is well. Information was received indicating that the iol was exchanged with an alternate iol (same model and power) after the second rotation procedure.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. Both halves are adhered to each other by solution. A split crack is observed on the edge of one of the pieces in the haptic optic junction. Light scratches are observed on the lens. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The surgeon removed the lens and replaced with the same lens model and diopter. The manufacturer internal reference number is: (B)(4).